Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - provisional top. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged). The dovetail feature is flared and fractured on the medial side of the post. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial left total knee arthroplasty, a tibial articular surface provisional instrument fractured during the trial process. There was no reported surgical delay or patient impact.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.